Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of short battery run time was confirmed by the field service engineer, however, the returned battery passed test specification during complaint investigation. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) battery was not lasting (short run on dc power). As a result, the field service engineer (fse) was called in and the battery was replaced by the fse during service. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) battery was not lasting (short run on dc power). As a result, the field service engineer (fse) was called in and the battery was replaced by the fse during service. There was no report of patient complications, serious injury or death.